Event description:
It has been reported to us that when the temporary pacing electrode was removed, it was noticed that pieces of the balloon were missing. There was no injury to the patient and the device will be returned for our analysis.

Manufacturer narrative:
Device not yet returned for evaluation.